Event description:
N/a

Manufacturer narrative:
No information or service order report available yet. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the iabp and was able to detect autofill and error 37. The pim assembly was replaced to address the reported issue and the calibration of the transducers was performed. Unit passed all functional and safety test per factory specifications.

Event description:
It was reported that during start-up, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and error 37. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a